Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is needing MRI but did not bring programmer with to appt. Caller stated the patient said the stimulator is not working but is not sure why, patient has "no idea what's going on with it". Caller wants to know if patient can have MRI. Caller noted that the patient said she has not seen an hcp regarding her stimulator in 4 years. No symptoms reported.